Event description:
It was reported that the ilet user inconsistently announced meals and snacks, including a missed snack announcement that led to hyperglycemia followed by pump-driven correction and subsequent hypoglycemia. The event involved user interaction with the device¿s user interface and was attributed to improper or incorrect procedure or method related to meal announcements. Symptoms included hyperglycemia and hypoglycemia, with a documented glucose range of 64 mg/dl to 215 mg/dl and a low alert from the device. Outcomes included serious injury requiring self-treating low glucose levels with oral glucose from a blueberry snack, after which glucose stabilized. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface, specifically failure to follow meal announcement instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.